Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was trying to set their site reminder for every 3 days, however the pump set it for 4 days later. During troubleshooting with tandem technical support it was found that the customer accidentally changed the date. Tandem technical support guided the customer through adjusting the pump dated. Customer's blood glucose level was not impacted.